Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced stimulation in the wrong location. The pt experienced stimulation in the wrong leg (stimulation should be felt in the right leg) and did not feel stimulation when it was at a high amplitude. The event occurred following a revision. Following the revision, it appeared that the lead had migrated. The pt was reprogrammed and achieved some stimulation. The pt scheduled an appointment with their physician to discuss a lead replacement.